Event description:
In 2008, the pt reported that his infusion site had fallen off of his body. He noticed this when he removed his shirt. He is unsure how long the infusion site had been off. His blood glucose was elevated to 172 mg/dl. His normal blood glucose level is below 120 mg/dl. He stated that the cleans his skin with IV prep pads and allows the area to dry. He is not using any new lotions or soaps. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for eval.